Manufacturer narrative:
Date sent: 11/9/2009. Information is unavailable; device was not returned for evaluation. The band was removed and the incision had to be left open for healing. The patient stated that she developed a fever after she was discharged home and had to return to the hospital for an additional 3 days due to elevated wbc and required additional IV antibiotic treatment. The patient is now doing fine.

Event description:
The patient reported that three days post op a realize band procedure, she informed the surgeon that she was having difficulty breathing. The surgeon was going to be out of town and told patient if it continues, to call her family doctor and get an xray. Xray showed no issue with the band and the port. The patient reported to the surgeon that she was having severe pain. According to the patient, the surgeon could not recall if he made a stitch for a hiatal hernia, which may have caused her diaphragm to be tight. The terrible pain continued for several weeks, patient told the surgeon, something was wrong, surgeon prescribed xanax for flatulence. The patient requested a referral for other testing: gall bladder and kidney stones. The referral was not given. The patient went to the emergency room. Testing was completed and it was found that the patient had a massive strep infection and a massive abscess. The patient was admitted to the hospital. An infection disease doctor was called in to determine which antibiotic would be most effective, as the first antibiotics did not work. The patient was in the hospital for 11 days. A PICC line was inserted, and the patient went home with intravenous antibiotics for 14 days.